Event description:
The consumer used the product for less than one hour to treat a sore shoulder. The patch was applied to the top of the right shoulder, down the back and chest area. The patch was difficult to remove and some skin remained adhered to the patch. The consumer described burns in the area where the patch was applied. She treated the area with vitamin e which in beginning to heal. The consumer did not seek medical intervention.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. Review conducted by MFR yielded no significant complaints or trends regarding this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info for continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.